Event description:
In 2003 the dispatcher called reporting that a pt had consumed approx 5 mls. Of cytyc's preservcyt solution. The incident occurred at a hosp on the post partum floor. The pt was then rushed to the emergency room, treated and released. Cytyc's technical support contacted poison control and learned that there was no pt sample in the vial when the incident occurred. Technician support then contacted hosp for follow-up info. Hosp personnel stated that pt info could not be released. Technical support has not received any reports of adverse reaction or injury in this case in the days since contacted by poison control. If cytyc obtains add'l info it will be forwarded to the FDA via a supplemental report.